Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation the valve would close. A left atrial appendage closure procedure was to be performed. During preparation of the watchman® access system, there was no "click" during connection and the valve screw did not work. The procedure was completed with another of the same device. No patient complications were reported and the patents status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that returned product consisted of the watchman access sheath (was) with the dilator in the shaft. The dilator was snapped into the was when received. The was and dilator were unsnapped and then re-snapped with no issues or difficulties. The dilator was removed from the was and the cap skipped when turned, indicating there was thread damage. The cap was removed and the threads were microscopically examined. The threads of the was were damaged/cross threaded; however, it could not be determined when the thread damage occurred. An attempt was made to close the valve and the valve was successfully closed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation the valve would close. A left atrial appendage closure procedure was to be performed. During preparation of the watchman® access system, there was no "click" during connection and the valve screw did not work. The procedure was completed with another of the same device. No patient complications were reported and the patents status is stable.